Event description:
On (B)(6) 2010, the pt reported he has had frequent infections after removing his insulin infusion headset. He stated that days after he removes the cannula he will get an infection that festers and he has to go to his doctor for antibiotics. He stated he currently has 2 infections, one on each side of his navel. He said he inserts his headset at least 2 inches away from his previous insertion site. Proper site preparation and rotation were discussed with the pt. He stated he discarded the infusion sets at issue. No products were available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.